Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The patient was implanted in (B)(6) 2005 and explanted on (B)(6) 2012. The implant had been in situ for 7 years. This is the second reported revision for the patient. The patient has a calculated bmi of 47.5 and is considered obese. The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment, inadequate fixation, and use where contraindicated or in patients whose medical, physical, mental, or occupational conditions will likely result in extreme stresses to the implant that may result in pre-mature failure. This weight was not tested for. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.